Event description:
It was reported that capture and sensing anomalies were observed. The lead was extracted via laser and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the partial returned lead to exhibit normal electrical characteristics. A complete analysis could not be performed due to partial lead returned measured 18.5cm from the connector pin.